Event description:
Literature: elias wj, sansur ca, frysinger rc. Sulcal and ventricular trajectories in stereotactic surgery. J neurosurg. 2009;110(2):201-207. Summary: a total of 258 sides were treated with dbs in a total pts. Vascular events from electrode insertion were recorded after review of all postoperative magnetic resonance imaging and radiological reports. A total of fifteen intracerebral events were reported. One pt experienced an intracerebral hemorrhagic event resulting in death. It was reported that the event was cortical, involving both a sulcal and ventricular penetration, and occurred dorsal to the tip of the guide cannula, thus ruling out the microelectrode as a contributing factor. See manufacturer report#: 2182207200903158.

Manufacturer narrative:
.